Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of long charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal hv capacitor anomaly was found. The cause of the long charge time was an internal hv capacitor anomaly.

Event description:
It was reported that during a routine follow up, two consecutive capacitor maintenances resulted in extended charge times. The device was explanted and replaced. There were no complications or adverse consequences to the patient.